Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software issue. As a result, the downstream occlusion seal was replaced and the software was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was incompatible with the software network utility. During physical inspection, it was found that the downstream occlusion seal was detached. There was no patient involvement and no patient harm/adverse event was reported.